Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The 95%, soft lesion had been pre-dilated prior to stenting. The balloon did not expland until the pressure was at 8 atms. After deployment of the stent, the balloon did not deflate. It remained inflated for 5 minutes at which point, the physician removed the entire system along with the guide catheter and the guide wire. The patient was reported to be stable; no patient injuries or complication were reported.